Manufacturer narrative:
Please note that following device code also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01335.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician inserted the neuron max directly into the patient and then attempted to advance the 5max ace through the neuron max. It was reported that the patient's arch was difficult to navigate through. While advancing the 5max ace through the neuron max, the physician experienced resistance and could not advance the 5max ace further. Therefore, the 5max ace was removed and was found to be kinked upon inspection. The physician also believed that the neuron max was kinked at the beginning of the procedure, which prevented the 5max ace from advancing completely through it. The procedure was completed using a new neuron max and another manufacturer's catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2016-01334. 1. Section d. Box 4. Expiration date. This report is associated with MFR report number: 1. 3005168196-2016-01335. H3 other text : placeholder.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was bent approximately 38.0, 46.0, 73.0, and 81.0 cm from the hub. The 5max ace was kinked, ovalized and stretched from approximately 103.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned neuron max revealed a severe kink near the middle of the catheter shaft and an ovalization at the distal end of the catheter. This damage may have occurred due to forceful manipulation of the neuron max through tortuous anatomy. Evaluation of the 5max ace revealed several bends along the length of the catheter. The distal tip of the 5max ace was flattened, stretched, and kinked throughout. This damage likely occurred as a result of repeated or forceful manipulation through the kinked neuron max. The non-penumbra guidewire was kinked and severely damaged at its distal end. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.